Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG electrodes. The area was described as pressure sores that are red and itchy and that the area has bled. The patient reached out to their doctor and their doctor asked if zoll had a list of medications that can be used. There is no indication that the patient's doctor recommended any treatment. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.